Event description:
Patient became hypotensive, albumin 25% IV ordered. Nurse spiked albumin with the designated tubing. The tubing failed to fill with albumin despite all known measures being taken to ensure proper flow. This was attempted 2 more times without success. This happens about 80% of the time when using this tubing.